Event description:
The hcp reports that the pump has flipped more than once and the patient underwent revision/replacement of the whole system. The pump contained prialt and the patient was experiencing low back pain and loss of pain control after the pump had flipped "a few times". The reporter stated that the patient had previously been treated for abdominal hernias in the past, so that may be a contributing factor to the pump flipping. The reporter stated that the suture rings were sutured at implant. The patient recovered without sequela.